Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had version upgrade. A technical support specialist (tss) received an update from the rut team that a few stations were upgraded while others had issues with the configuration file not connecting with the medication application. The tss confirmed that the rut team did proceed with the upgrade version es 1.11 and confirmed that the issue had been resolved the tss dialed into the station for testing, confirmed that no further errors were present, and verified that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the virtual map was not visible. The customer also reported that transactions could not be performed on the station. When nurses attempted to pull medication, the virtual map did not display, even though inventory information was visible but incorrect on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.